Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot 15763927 revealed no anomalies during the manufacturing and inspection processes. (B)(4) defective units were rejected during the assembly of this lot. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) the 135 cm. Powerlexpro 6 mm. X 15 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.) During the second inflation. Contrast leakage was observed. Therefore, the device was removed from the patient and another new (unknown) balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: heavily calcified. The rate of stenosis was unknown. A contralateral approach was made. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. No additional information was available. During a percutaneous transluminal angioplasty (pta) the 135 cm. Powerlex pro 6 mm. X 15 cm. Balloon catheter (bc) ruptured at five atmospheres (5 atm.) During the second inflation. Contrast leakage was observed. Therefore, the device was removed from the patient and another new (unknown) balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: heavily calcified. The rate of stenosis was unknown. A contralateral approach was made. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no kinks or bends noted upon inspection prior to use. The product removed intact (in one piece) from the patient. No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 15763927 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.